Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Review of the event history log concludes the unknown alarm was system error 322. This alarm could not be reproduced, but was confirmed through review of the event history log. It was determined that the upper and lower auxiliary assemblies were the failing components which caused this error. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set - loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported a spectrum pump had an unknown alarm occur while in use on a patient. This alarm reportedly forced the user to turn the device off, clearing the infusion data. The device was swapped for a different one, and the infusion was continued. This condition interrupted therapy for at least 1 minute per the customer. It was also reported there was no patient injury.